Manufacturer narrative:
Terumo has been made aware via field reports of previous instances where the flexible pvc tubing has disengaged from the inlet port of the centrifugal pumps. Terumo has initiated a correction activity under section 806 of 21 cfr. Terumo is aware of the anomaly and has issued a safety bulletin to all consignees of the affected product to provide info to the user that will ensure a security connection between the tubing and the centrifugal pump. The exact identification for the centrifugal pump used in this particular report is not indicated as the user facility discarded the device and was unable to return the subject device to the MFR. The user facility was also unable to provide the lot number and other similar info.

Event description:
On (B) (6) 2009, the user facility ((B) (4) hosp, (B) (4)) reported that they had experienced an event during cardiopulmonary bypass surgery that was related to the extracorporeal bypass circuit. The user facility reported that the inlet tubing (flexible pvc circuit tubing) had detached from the inlet port of the centrifugal pumphead. The detachment of the tubing from the pumphead resulted in blood loss of approximately 50cc's. The user facility was able to re-attach the tubing and no components of the circuit were replaced. The procedure was completed without further incident. Other than minimal blood loss, the user facility reported that the event did not contribute to pt injury.